Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).